Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) reporting patient experienced difficulty in connection pair during charge session after few seconds of good connection, the connection is lost. The patient tries more time to reposition recharger, but it does not work, the patient sees on the smart programmer screen also the error message #1707. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. There was no surgical intervention that occurred. No further patient complications are anticipated or expected as a result of this event. Additional information received reported that repositioning the recharger did not resolve the issue. The patient ¿s recharger was going to be replaced. Additional information received reported that the problem seemed to be due to interference with the home wi-fi (note that the patient lived in hotel). The patient tried to perform the charge session in another home and it works normally. It was noted that the patient felt fine and he was receiving effective therapy.